Manufacturer narrative:
The age at the time of the event was between (B)(6). Zhang, wen-xian., liu, bo-ying, xiao, yan-mei, et al. (2016) a novel technique for correcting peritoneal catheter malposition and blockage. Internal medicine, 55. 1525-1528. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was unknown. The treatment for the peritonitis was not reported. The pd therapy was ongoing. The outcome of the peritonitis was not reported. No additional information is available.